Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified ortho surgical procedure it was observed that an unspecified attachment device was difficult to remove from the handpiece device. It was reported that the disconnect sleeve on the handpiece device was not working properly. It was reported that the attachment device was successfully removed using a set of pliers, however during the attachment removal, the pair of pliers slipped and broke off one of the handpiece's triggers. It was not reported if there was a delay in the procedure due to the event. It was reported that the procedure was completed with the reported device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the devices trigger was broken off and the collar sticks intermittently was confirmed. An assessment was performed and it was observed that the device upper trigger was broken, and fails attachment coupling. It was noted that the trigger coupling was damaged, and the unit¿s pick-up coupling was worn. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.